Event description:
Patient was revised to address poly wear. The liner was worn all the way through. Osteolysis was also reported.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. One photograph of the explanted products, and one patient x-ray was provided and the complaint confirmed based on this evidence. It was reported the devices had been implanted for approximately 20 years. Edge loading of the liner/cup construct over 20 years may have been a factor. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.